Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, cracked tube lip, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the customer had a high blood glucose level of 554 mg/dl, but was not hospitalized. Customer's high blood glucose levels persisted after a set change. Customer stated that the insulin exits the tubing. Bolus delivery is seen in bolus memory. Basal rate and bolus matches with daily totals. Pump was not dropped and the drive support cap does not appear to be damaged. There are no alarms in the alarm history. Customer does not agree that pump is operating as designed. Insulin pump will need to be replaced. Customer was asked to return the pump for analysis. No additional information provided.